Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The basal program was manually changed by the user on (B)(6) 2015 and then again on (B)(6) 2015; the black box also revealed an error, alarm, warning, ¿174 basal edit not saved. Basal delivery suspended¿. There were ¿0¿ basal deliveries observed in the basal history due to a prime/rewind and also an eaw 174 and eaw, ¿162- pump is not primed. No delivery¿. The returned battery cap was used to complete investigation. During investigation, the pump was found to pass the delivery accuracy test with no delivery defects were found. The reported complaint was unable to be duplicated during investigation.

Manufacturer narrative:
Animas customer technical support received additional information from the distributer on 05/20/2015 regarding this complaint. The patiently reportedly experienced a blood glucose (bg) value in the range of 19 to 32 mmol/l with ketoacidosis. The patient reportedly did not require any medical intervention; however, the patient did have to contact the diabetes nurse in the hospital. The device was returned and investigated by product analysis. No defects were found with the pump and the reported allegation of a history settings issue was not duplicated during investigation. The 3500a supplemental was submitted to the FDA with the pump findings on 05/15/2015. Please see the pump results submitted on the 3500a supplemental follow up #1.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The basal history reportedly did not match the active basal program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).